Manufacturer narrative:
(B)(4). Concomitant products: us257846 644220 magnum trispike cup 46odx40id 0mm. S061140 570640 selex/magnum mod hd 40mm -6. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02631, 0001825034 - 2021 - 02633.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 10 years post implantation due to pain and elevated metal ions. During the revision, pseudocapsule, necrosis, scar tissue, and metallosis were debrided. Implant wear was noted at the trunnion. The initial head was replaced with a dual mobility construct without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the patient was revised due to pain and elevated metal ions. Painful mom tha with elevated cobalt and chromium levels. Disruption and scarring of the abductors noted. Pseudocapsule, necrotic material and metallosis debrided. Wear noted at the trunnion but unsure if corroded. Head was revised with ceramic head and poly liner. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.